Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: due to wear of the forceps elevator the up/down knob could not be securely locked, due to a pinhole on the channel tube the water tightness was lost, due to clogging of the nozzle the water supply volume did not meet the standard value, the distal end had a scratch and was deformed, the adhesive around the light guide lens had wear, and due to wear of the angle wire the bending angle in the up direction did not meet the standard value. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the ultrasound gastrovideoscope had a broken biopsy channel. The issue was found during reprocessing. The device was returned for evaluation. During the device evaluation, the following was found: there was a gap between the acoustic lens and ultrasound probe, the adhesive around the objective lens had a crack, and the nozzle was clogged due to foreign material. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the nozzle could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation that might result in the retention of foreign material and the facility device reprocessing was confirmed to have been implemented in accordance with the IFU, however, the issue was likely the result of insufficient device cleaning/reprocessing. Additionally, a definitive root cause of the observed cracks in the adhesive around the objective lens and gap between the acoustic lens and the ultrasound probe issues could not be determined, however, the issues were likely the result of repetitive use stress and or user handling/mishandling. The issues may be prevented by following the instructions for use sections below: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Warnings and cautions ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing survey info: 1. Did the customer clean, disinfect, and sterilize the device before sent it to olympus? Yes 2. Do you have any idea about what the foreign material is? N/a. 3. Was there any delay in the start of precleaning? N/a. 4. Yes, we flush the air/water nozzle with water and air. 5. No, there wasn't any abnormalities in the accesories used for reprocessing. 6. Yes, we immerse the endoscope in the detergent solution. 7. Yes, we brushed the air/water nozzle with clean brushes. 8. Yes, we flush the air/water nozzle with the detergent solution. 9. No, there aren't any other concerns about the reprocessing. Olympus will continue to monitor field performance for this device.